Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition for this pacemaker dependent patient. The patient experienced lightheadedness and pre syncope. A revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received that the patient did experience syncope with high rv threshold measurements and pacemaker mediated tachycardia (pmt) episodes a few days prior to the oversensing of noise observation.

Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition for this pacemaker dependent patient. The patient experienced lightheadedness and pre syncope. A revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.